Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced leg numbness, fell and broke their wrist. The physician is unsure that the issue is related to the device, as the patient has been using the device for a considerable time without any related issues. The patient has opted to turn off the device. There have been no reports of further complications regarding this event.